Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the healthcare provider tested impedances at first she got: c3 1595 ohms c2 1858 c1 1486 c0 1688 but on another test, she got c1 at 12500 ohms. Patient doesn't have return of symptoms. Therapy impedance showed: intial test #1 2740 0.7ma therapy impedance #2 1637 0.9 ma 2nd test #1 1703 therapy impedance #2 1712 therapy impedance patient is programmed c<(>&<)>1 and c<(>&<)>3 interleaving. No symptoms were reported. No further complications were reported or anticipated with this event.